Manufacturer narrative:
Date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that a guidewire fractured. A 182 cm (5pk) choice pt guidewire was selected for treatment, but during the procedure, the guidewire fractured. No patient complications resulted in relation to this event.